Manufacturer narrative:
Clinical investigation: a temporal relationship between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/ liberty cycler set malfunction or product deficiency. Staphylococcus lugdunesis is a known colonizer of human skin. The patient¿s peritonitis was probably related to touch contamination due to forgetting the proper pd procedure, as reported by the pd nurse. Should additional information become available this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a peritoneal dialysis patient was diagnosed with peritonitis on (B)(6) 2018. Upon follow up, the patients peritoneal dialysis nurse (pdrn) reported the patient¿s pd effluent grew staphylococcus lugdunesis. The patient was treated with the antibiotic vancomycin (unknown dose, route, frequency and duration) on an outpatient basis. It was reported the patient¿s peritonitis was caused by touch contamination due to the patient forgetting how to perform the pd procedure. Reportedly, the patient also had some issues with fibrin and was receiving heparin. The nurse indicated the patient is recovering from the peritonitis event. The patient continues pd therapy on a replacement cycler; however, the patient is being considered for hemodialysis.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.